Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that oversensing was noted on the right atrial (ra) and right ventricular (rv) leads during recorded high rate episodes. The leads remain in use. No patient complications have been reported as a result of this event.